Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient for non-device related care had their device interrogated, episodes of non-sustained v oversensing were observed. No changes have been made. The lead remains implanted.